Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient felt like their voided volumes were less. They were concerned about retaining fluid, noting they would measure to see if the volumes were less. The next day, it was reported that the cotton on the patient's back was soaked with blood and they were leaking blood. There were no device issues or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that actions/interventions taken to resolve the lessened voided volume and the patient retaining fluid was that the patient went in for a post-op on (B)(6) 2017 and a nurse practitioner went over the device and therapy and programming with the patient. No further complications were reported/anticipated.